Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the identified symptom of 'system error 322' through functionality testing, but could not reproduce it during eval. The device was operating out of spec with respect to the reported symptom. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate 'system error 322' alarms.

Event description:
During baxter's functionality testing, it was found that a spectrum infusion pump experienced a 'system error 322'. There was no pt involvement.